Event description:
Temp pacer placed, no native rhythm, demand 90/10ua. Md felt pacer not firing properly and ordered setting changed to asynchronous mode (pt developed native rhythm - pacer firing on pt's native beat on demand mode.) On asynchronous mode dosen't fire at programmed 90 bpm. Did fire on r wave-v fib arrest. Pt was resusitated successfully but again arrested and expired. Physician does not feel pacer caused death, only that it appears not to be functioning properly and did cause v-fib arrest 20 ront and not recognizing native rhythm on demand mode.